Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The physician suspected a possible mechanical failure of the device; therefore, the aus was removed and replaced. Upon removal, it was discovered that the cuff was empty. No additional patient complications were reported.

Manufacturer narrative:
The exact date of the event was not available; therefore, (B)(6) 2025 was used as an estimated date based on the report indicating that the incontinence began approximately three months prior to the patient's consultation with the physician in (B)(6) 2025. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Manufacturer narrative:
The exact date of the event was not available; therefore, january 01/01/2025 was used as an estimated date based on the report indicating that the incontinence began approximately three months prior to the patient's consultation with the physician in (B)(6) 2025. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The physician suspected a possible mechanical failure of the device; therefore, the aus was removed and replaced. Upon removal, it was discovered that the cuff was empty. No additional patient complications were reported.